Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Multiple medwatch reports have been submitted for this patient. Refer to manufacturer report # 1030489-2013-04880 for additional details.

Event description:
It was reported that the patient had progressive back problems over the last 15 years, beginning with a severe stenosis and degeneration at l4-5, l5-s1. She did well with this for ten years and then developed adjacent stenosis at l2-3. This was fused and she did well with this for quite a few years and then developed severe stenosis at l1-2 and also mild at t12-l1. She underwent fusion at these levels and decompression and she got better from the neurological standpoint but she was doing some work and twisted or did something and developed progressively more and more back pain over the last three or four months. CT scan showed that the facets were open at t12-l1 and there was slight loosening, halo sign around the screws. The patient had minimal leg pain. After treating her with conservative care, medications, activity restrictions, pain medications and things along this line and activity restriction, she just simply did not improve. She failed conservative care.the patient was diagnosed with pseudoarthrosis at t12-l1, with possible pseudo arthrosis at l1-2. The patient underwent hardware removal from t12 to l2 and exploration of posterior spinal fusion from t12 to l2 which found fusion material present at t12, l1 and l2, with definite motion at t12-l1 and probably at l1-2. The patient underwent re-instrumentation from t12 to l2 with screws, rod and crosslinks. Bmp was tuberlized around graft expander/extender and placed from l2 to l1 posterior transverse processes and then across the lamina at t12. Additional local bone graft, graft extender and an additional layer of rhbmp-2/acs on top of this to get a layered effect medial and lateral to the rods so that we had a full and bulky fusion mass area. Reportedly, unspecified "post-operative period was marked by complications which included painful medical treatment, extreme pain, n erve damage, nerve impingement and severe exuberant ectopic bone formation".